Manufacturer narrative:
Qn#(B)(4). The reported complaint of "high baseline and valve error alarms" was confirmed by the field service representative. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after replacing the pump assembly. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "high baseline and valve error alarms (we assume that to be system error 3). The pump was switched off patient, put on another pump, there were no complications, and the patient is fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "high baseline and valve error alarms (we assume that to be system error 3). The pump was switched off patient, put on another pump, there were no complications, and the patient is fine."